Manufacturer narrative:
Device was used for treatment, not diagnosis. Exact date of event is unknown but the reported complaint of exterior arm loosening and problems with patient occlusion were discovered on (B)(6) 2015. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent bilateral mandibular distraction device implantation surgery on (B)(6) 2015. The distraction rate was 1.5 mm/day and the patient had a jackson-pratt drainage tube (jp) tube put in on evening of (B)(6) 2015. The patient's airway and occlusion were reported as "fantastic". On the morning of (B)(6) 2015 the patient occlusion looked off and exterior arm seemed very loose. X-rays showed minimal distraction on left side. Revision surgery was performed on (B)(6) 2015. The surgeon noticed distractor was bent "at claw position" which was causing issues with it distracting. Surgeon put new distractor on and everything was checked and worked fine. Surgeon will finish distracting left mandible at a rate 1.5 mm/day for 8 to 9 days. The patient's airway is reported to be perfect. The revision surgery was successfully completed with no reported complications or surgical delays. This report is 2 of 2 for (B)(4).